Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer called on 2 occasions due to a cardiosave intra-aortic balloon pump (iabp) having a gas gain alarm. They were instructed and assisted with reinitiating an autofill. It was noted that the universal protective sheath was not inserted into the hub of the introducer and was outside the sterile dressing. Additionally, the catheter at the insertion site, due to body habitus, was angled downward with a high potential for kinking. The customer was instructed to request a medical provider to assist with the balloon placement, and if the gas gain alarm were to occur again, to change out the cardiosave console.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h11.

Event description:
The customer called on 2 occasions due to a cardiosave intra-aortic balloon pump (iabp) having a gas gain alarm. They were instructed and assisted with reinitiating an autofill. It was noted that the universal protective sheath was not inserted into the hub of the introducer and was outside the sterile dressing. Additionally, the catheter at the insertion site, due to body habitus, was angled downward with a high potential for kinking. The customer was instructed to request a medical provider to assist with the balloon placement, and if the gas gain alarm were to occur again, to change out the cardiosave console. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra aortic balloon pump (iabp) had gas gain in iab circuit alarm issue. There was no adverse event reported for the issue. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found leak in the pim. Fse replaced pneumatic module assy and ran leak testing without issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.